Event description:
This event is deemed reportable based on the allegations in the lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's c-qur mesh product. On or about (B)(6) 2011, plaintiff had a c-qur mesh implanted to repair a hernia. The plaintiff suffered an adverse reaction including but not limited to: inflammatory response, granulomatous formation, abscess and/or seroma onset, infectious propagation, and/or lack of proper ingrowth. As a result of the mesh was surgically removed on or about (B)(6) 2012. Since this is a legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery will fall under the attorney/client and/or work product privilege. However, atrium will supplement this report if additional info comes to its attention.

Manufacturer narrative:
No device eval was performed since the device was not returned to the MFR. A review of the device history records could not be performed due to the fact that a device model number or lot number was not provided.